Event description:
It was reported that during a remote follow up, oversensing and loss of capture were noted on the device. The physician suspected a metabolic imbalance of the patient may have contributed to the increase in capture threshold. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.